Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during initial drain. The patient's largest prescribed fill volume (lpfv) was 3000 ml and the drain volume was 6232 ml, which met iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the home patient (hp)'s nurse to notify her of the iipv found during evaluation.

Manufacturer narrative:
(B)(4). One of 2 emdrs. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Review of the returned device logs had revealed that an increased intraperitoneal volume (iipv) event had occurred. Internal & external visual inspections performed and no issues were identified. The cause of the iipv was determined to be insufficient drain due to a use error; a caution: negative ultrafiltration (uf) alarm was inappropriate bypassed (during the previous therapy). A service history review (shr) revealed that no issues that may have contributed to the issue of iipv. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).